Event description:
This occurred on two separate occasions. Upon review of the patient's heart rhythm, it was noted that the patient was not being monitored. The cardiac monitor was present on the patient, but not being monitored in the telemetry room. The patient was no longer being monitored and had been discharged from the system. The patient was admitted back into the system for monitoring.